Manufacturer narrative:
Additional information was received from the physician who performed the procedure with this device. The patient's specific ailment was the development of a hematoma at the insertion site of the impella, however, new information provided indicates physician deemed no relationship between this hematoma and the impella device. Therefore, the original assessment has changed from reportable to not reportable as this injury was not related and device was not inserted at the time of occurrence.

Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported an (B)(6) male presenting for cardiac support with the impella lp 2.5. The device was inserted without issue, patient received successful cardiac support, and device was explanted. Approximately 12 days after explant, before patient was to be discharged from the hospital, the impella access site began to bleed. The blood loss was controlled and 6 units of red blood cells and fresh frozen plasma were delivered. The physician attributed the cause of this to the impella device, patient condition, and combination therapy.